Event description:
It was reported that the left ventricular lead dislodged and was also causing phrenic nerve capture. The lead was attempted but could not be successfully repositioned, so the lead was removed and a smaller lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed) and the distal conductor had blood/body fluid (not obstructed).